Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug. It was reported that the patient stated they have been having a lot of trouble getting their handset to work to do the boluses for probably a couple months. The patient stated at first they can't get it to connect and then it says it was somehow disconnected and they have to redo everything over again. The agent walked patient through how to close all apps after each bolus. The patient was able to successfully connect to their pump. The troubleshooting steps that were taken on the call resolved the issue. .